Event description:
A physician assistant (pa) was filling in an allox2 expander using the port finder and a standard 21 gauge 1.75 in needle fill kit in a very thin patient. The needle went through the expander and into the pleura, resulting in pneumothorax. This was during the patients first in office fill at the time of expander placement. The patient had no pre-existing lung conditions. The pa was right over the magnet, but with insertion she did not feel the metal backing so she evidently was off to the side of it.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.